Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 7.1, inratio meter = 3.0, reference = 10.4, mean = 6.83, confidence limits = na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. Inratio precision data provided by end-user lot: 294982. Date: (B)(6) 2013, 1st inr = 7.1, 2nd inr = 3.0, mean = 5.05, sd - 2.90, %cv = 57.41,. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Based on the information provided, customer utilized the cap tube incorrectly to transfer sample. Using capillary tubes incorrectly may contribute to inaccurate inr result or testing error. Customer also delayed the application of the sample. The sample should be applied immediately after the prompt from the meter to accurately measure the clot time. With the patient having a history of a low hematocrit, it is possible the patient's condition could have contributed to unexpected results. As stated in the pi, inratio has limitation that hematocrit ranges 30 - 55% have been shown to not affect test results. In-house therapeutic donor testing has been performed on reported lot 294982 on (B)(6) 2012. Result as follows: donor 204---2.6---3.1---2.9---3.19---2.19-4.19---8.78. Donor 215---2.6---2.6---2.5---2.48---1.48-3.48---2.25. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference test revealed that the test result comparisons did not meet accuracy for precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques and medical conditions were identified in the complaint. There could not be ruled out as a cause of the unexpected results. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2013, inratio 7.1, 3.0, lab 10.4. Inratio results were reported as obtained within 5 minutes of each other. Lab draw was reported to be performed 30 minutes later. Alere was unable to obtain patient's therapeutic range. Customer reported the patient was using the same finger for each test. Customer reported the patient was using the correct capillary tube, but used improperly and the patient took longer than 15 seconds to apply sample. Customer reported the patient was not taking the proper dosing of coumadin.